Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer stated they will replace the speaker themselves. The replacement speaker was sent to the customer as a parts order. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported the intellivue mx450 patient monitor displays a speaker malfunction inop error message and no sound is coming from the device. The device was not in clinical use at the time of the event. No adverse event or patient harm was reported.